Manufacturer narrative:
The correct information has been provided with this report. Please also see below for the device evaluation: the insulin pump was received with the operating currents within specification and passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test. The downloaded carelink report shows no data exist prior to (B)(6) 2017 and the history files were overwritten. The insulin pump was monitored for seven (7) days and no unexpected bolus or basal deliveries occurred. The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. The pump returned for analysis passed functional testing and based on the carelink report analyzed, there are no indications that the pump did not perform as expected.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer's parent reported via phone call that their son's insulin pump automatically delivered a bolus after the customer lay down on the bed with the pump underneath them. The customer¿s blood glucose level was 59 mg/dl at the time of the incident. The caller claims that she knows about another similar case of automatic bolus delivery with another patient that she knows. The customer was found lying unconscious and the parent called the paramedics. At the hospital, many tests were performed but there was no clear result of what happened. The customer was still unconscious after 11 days. Troubleshooting was not completed. The insulin pump will be returned for analysis.